Event description:
The customer stated that they received questionable high results for an unspecified number of patient samples tested for crea plus creatinine plus (crea) on an analytical d module (dmod). The customer provided data for six patient samples that were affected. Of these, four had erroneous initial results that were reported outside of the laboratory. The samples were repeated on a different dmod analyzer and the repeat results were believed to be correct. The first sample initially resulted as 1.21 mg/dl and repeated as 0.74 mg/dl. The second sample initially resulted as 1.08 mg/dl and repeated as 0.64 mg/dl. The third sample initially resulted as 1.24 mg/dl and repeated as 0.83 mg/dl. The fourth sample initially resulted as 1.06 mg/dl and repeated as 0.70 mg/dl. The patients were not adversely affected. The crea r1 reagent lot number was 25842801, with an expiration date of 30-apr-2018. The crea r2 reagent lot number was 26741701, with an expiration date of 31-may-2018. Controls tested prior to the event were within expected ranges. After the event, the level 1 control was outside of range and was in range once repeated. The level 2 control was within range after the event. The field service engineer determined that a reagent switch-over valve was not working properly and there was no r1 reagent being dispensed. He replaced the switch over valve multiple times, with no change. He then found the holder which rotates the valve for channel 2 was broken. The customer agreed to remove the crea assay from the affected analyzer and to only run this test on their analytical p module analyzers in the future. Follow up with the customer confirmed they had no further issues.